Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for analysis. Optical signal issue: clinical suspected damage to the optical sensor causing loss of placement signal and flows. No problem was found as the root cause of the optical signal issue as investigation revealed sensor drift caused loss of placement signal and no issues with optical sensor during support placement signal issue: the data logs show a drift down in placement signal with a corresponding drift up of pump flows for about an hour before placement signal went out of range and flow calculation was lost. The flow calculation and placement signal were lost for about 8 hours before recovering. Central venous pressure was also out of range during this time. The pump's 5s parameters were stable and within normal range confirming no issues with the optical sensor. The pattern observed is characteristic of sensor drift of the dp sensor. The root cause of the placement signal issue was determined to be due to a sensor drift as evidenced by the data log analysis indicating sensor drift. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had placed an impella rp flex and cp for bipella support. The right pump lost optical signal. The team considered the use of a non-abiomed wire at insertion may have caused the malfunction. The pump was eventually weaned and explanted. No patient harm has been reported.